Event description:
Abbott point of care was contacted by a customer who reported that a pt had been transfused based on a hemoglobin result of 7 g/dl from I-stat eg7+ cartridge. The same sample was repeated on the I-stat system using an I-stat eg7+ cartridge lot u06269a and a result of 8 g/dl was obtained. A repeat sample was drawn and sent to the laboratory to be run on another method. The laboratory method gave a hemoglobin result of 13 g/dl. No additional info is available from the customer at this time.